Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device was received with scratched case, peeling end cap address label and minor scratched display window.

Event description:
Customer reported via phone call, the insulin pump was bumped and it is damaged. Customer is unable to read the display. Customer's blood glucose was unknown. The device continues to alarm. The device is not returning for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device was received with scratched case, peeling end cap address label and minor scratched display window.